Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The analyst noted that the helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the attempted right ventricular (rv) lead was not capturing the ventricle despite a high threshold output and numerous placements. A cardiac tamponade ensued followed by lead removal and the physician performing a pericardial centesis. A different lead was then successfully implanted. The patient was then admitted for observation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.